Manufacturer narrative:
Device evaluation upon completion of the evaluation, the investigation did not confirm the problem. Hoever when priming the valve with purified water. A slight resistance to flow was noted. The peritoneal catheter was tested for flow. No occlusion was noted during the flow test that uses light syringe pressure to establish if any occulsions are present. The valve was also tested for flow: an initial resistance to flow was noted when priming the valve (probably due to dried residue of saline solution). But then subsequently it flowed. Therefore, the valve was tested for presure: the valve passed the pressure test sucessfully. The valve was examined under microscope at appropriate magnitifaction and nothing abnormal that could be considered as a potential source of failure was observed. Review of the history device records confirmed the valve conformed to the specifications when released to stock in january. No observations were made that would expain the problem encountered by the customer. No problems were noted during the examination of the device. The light resistance to flow when priming the valve would not explain the flow blockage reported. No corrective action needed based on the results of the evaluation. Trends wil be monitored for this or similar complaints. At the present time. This complaint is considered to be closed.

Event description:
Rep reports that the surgeon was in the process of implanting valve. The cranium was suture, the peritonieum was in the process of being sutured when no flow was discovered. The doctor reopened the patient and put in a new one. The surgery was not delayed for more than 30 minutes.